Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the driver stripped and the end of the instrument broke when attempting to place a screw. It was reported that a second driver was used to complete the procedure. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
The driver was returned to the manufacturer for analysis and the reported issue was confirmed. The tip of the returned driver was broken off and missing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: fdd updated. If information is provided in the future, a supplemental report will be issued.